Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing episodes. Additionally, a stored non-sustained ventricular tachycardia episode showed t-wave oversensing (twos). It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.